Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus for esophageal varices during an upper digestive endoscopy procedure performed on (B)(6) 2024. During the procedure, the rubber bands were stuck together making it impossible to use. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with no bands attached to it. The handle slot did not show evidence that the trip wire was secured. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had no bands attached and handle slot does not have evidence of trip wire being secured. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." Additionally, this device was used in a manner inconsistent with the labelled indications. It is most likely that the trip wire was loose somewhere within the scope and once the device was tried to use in order to deploy, they were not deployed correctly. Even though the ligator housing was returned with no bands on it since the instructions for use were not followed, this can ultimately affect the way the device was supposed to work according to the instructions for use. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus for esophageal varices during an upper digestive endoscopy procedure performed on (B)(6) 2024. During the procedure, the rubber bands were stuck together making it impossible to use. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.